Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the insulin pump alarmed power error 25 due to j6 connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had power error detected alarm. The customer¿s blood glucose was 5.7 mmol/l. Troubleshooting steps were provided for power error detected alarm and power error detected recurred within a week of troubleshooting previous occurrence. Advise the pump will need to be replaced and refer to back up plan. The insulin pump will not be returned for analysis.